Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified venous side. A 3.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, upon first inflation, a balloon rupture in the shape of a pinhole was noted at the tip. The device was removed using normal method without any issue and the procedure was completed with another of same device. No patient complications were reported and the patient was in good condition post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from the inner shaft and coming out of the tip. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft or hypotube of the returned device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified venous side. A 3.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, upon first inflation, a balloon rupture in the shape of a pinhole was noted at the tip. The device was removed using normal method without any issue and the procedure was completed with another of same device. No patient complications were reported and the patient was in good condition post procedure.